Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer's blood glucose was 164 mg/dl at the time of incident. The customer's blood glucose was 164 mg/dl at the time of call. The customer stated that the insulin numbers were not counting up during the process. The customer stated that they were not wearing the insulin pump during priming. The customer was instructed to hold the act button until the insulin begins to exit out of the tubing. The customer was advised to observe the end of the tubing once act was released. The customer stated that the insulin did not continue to drip after letting go of the act button and the motor did not slow down nor the numbers ramp up on the screen. The customer stated that the drive support cap appeared normal. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.